Event description:
Home patient (hp) reports "pain" during treatment on homechoice device. Hp reports hp has since had their catheter removed and currently is on hemodialysis. Rn reports hp was diagnosed with peritonitis in 2000 and was treated with 2 gm vancomycin i.p. And 120 gm tobramycin i.p.. Rn reports hp was hospitalized for continued peritonitis in 2000 and was released in 2000, at which time hp's catheter was removed and treatment for fungal growth was continued, specifics of treatment not provided by rn. Rn reports hp remains on hemodialysis. Rn reports diagnosis of peritonitis, as well as a tunnel infection and exit site infection, were due to lack of aseptic technique.